Event description:
It was reported that the right ventricular lead exhibited an insulation breach. Breach was confirmed via imaging and the lead was explanted and successfully replaced. The patient was stable.